Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 19949, was returned and analyzed. Visual inspection of the sheath showed the shaft distortion and surface roughness of the shaft over segment at about 2.1 inches from the distal end. In conclusion, the sheath failed the returned product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The sheath subsequently tested out of specification per the manufacturer's investigation.